Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal left circumflex coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a bmw 0.014" guidewire and a terumo 6f jl4 guide catheter to cross the lesion. The maverick2 monorail ballon was removed and replaced with a guidant balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.